Event description:
It was reported by the customer that there has been an increase channel errors during infusion. Customer states when this occurs, channels need to be removed and disconnected to get to the channel experiencing the error. Clinicians move the medications over to any other open channel that they have available. In some situations, patients have required IV push of the currently infusing medications while the clinician is setting up new channel. At this time, no specific devices have been sequestered to send for investigation.

Manufacturer narrative:
Investigation summary: the root cause for the reported issue of an si channel errors was not determined because no products or device logs were returned. The reported issue that there was an si channel errors could not be confirmed; no products or device logs were returned for investigation. No further investigation of this event is possible at this time, and patient harm was reported.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that there has been an increase channel errors during infusion. Customer states when this occurs, channels need to be removed and disconnected to get to the channel experiencing the error. Clinicians move the medications over to any other open channel that they have available. In some situations, patients have required IV push of the currently infusing medications while the clinician is setting up new channel. At this time, no specific devices have been sequestered to send for investigation.